Event description:
It was reported that the patient presented for an unrelated procedure for a coronary bypass graft (CABG). The surgeon stated high capture thresholds were observed in the left ventricular (lv) lead. During the procedure the physician opened the patient's chest to access the patient's heart, and a perforation was confirmed visually during the procedure. The physician closed the perforation. The lv lead was capped (B)(6) 2025 and replaced. The patient was stable.